Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The black tip of the femoral impactor has shredded.

Event description:
The black tip of the femoral impactor has shredded.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event could not be substantiated since the black plastic impactor¿s head has not been returned, therefore, the item could not be evaluated. The metal handle has been returned. It shows dents on the impaction plate, and scratches on the surface. That indicate that the instrument has been used multiple times. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The black tip of the femoral impactor has shredded.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted.